Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that during patient treatment, the measured fico2 was higher than expected during an unspecified period of time. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated at the hospital by our field service engineer (fse). The reported issue could not be reproduced. No deviations could be verified in the device logs by the fse. After successful testing, the anesthesia system was cleared for clinical use. The device logs were not received for further analysis. Based on the fact that no issues could be found during the fse investigation, we have not been able to determine the cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).